Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature spiked over the last hour. Nurse stated the arctic sun device was not cooling. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 36c, water temperature (wt) was 8.4c. No shivering, micro-shivering or seizure activity. Event log shows 112, 14, 114, 116 and 117. Patient probe was changed out in response to alerts. Advised device was making cold water in response to patient temperature (pt) increase. Wt shows loading, water temperature (wt) was decreased to 5.2c. Advised to allow wtc to load and will call back to check in about 15 minutes, but device was responding appropriately. Called back 15 minutes later and work to cool had reappeared. Water temperature (wt) was 4.2c, water flow rate (wfr) was 2.1 l/m. Sn (B)(6).

Event description:
It was reported that the patient temperature spiked over the last hour. Nurse stated the arctic sun device was not cooling. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 36c, water temperature (wt) was 8.4c. No shivering, micro-shivering or seizure activity. Event log shows 112, 14, 114, 116 and 117. Patient probe was changed out in response to alerts. Advised device was making cold water in response to patient temperature (pt) increase. Wt shows loading, water temperature (wt) was decreased to 5.2c. Advised to allow wtc to load and will call back to check in about 15 minutes, but device was responding appropriately. Called back 15 minutes later and work to cool had reappeared. Water temperature (wt) was 4.2c, water flow rate (wfr) was 2.1 l/m. Sn (B)(6). Per follow up information received via phone on 25jun2025, it was reported that the device was down for over two hours. The device was shut down and rebooted. It eventually came back on with no error codes and began to function properly. The patient completed therapy, and no patient impact was reported. Also stated that even though the patient completed therapy, they believe the device needs to be calibrated because it has issue every so often.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.